Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was reported that shock impedance measurements had been gradually increasing and were suspected to be due to calcification/mineralization on the lead coils. The physician inquired if the lead should be replaced at the time of routine device replacement. Technical services (ts) recommended the physician consider performing a commanded shock to assess the true impedance of the system. Ts discussed that lead replacement at the time of routine device replacement may be an appropriate time. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that high out of range shock impedance measurements continued to be observed. Surgical intervention was undertaken to replace the lead. The associated implantable cardioverter defibrillator (ICD) was planned to be replaced during this procedure due to normal battery depletion. Upon opening the device pocket to remove the rv lead from the header of the implantable cardioverter defibrillator (ICD), the header separated from the device can. The set screws were able to be loosened and the lead was successfully removed from the header. This lead was surgically abandoned and replaced, and a new ICD was implanted and the procedure was completed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was reported that shock impedance measurements had been gradually increasing and were suspected to be due to calcification/mineralization on the lead coils. The physician inquired if the lead should be replaced at the time of routine device replacement. Technical services (ts) recommended the physician consider performing a commanded shock to assess the true impedance of the system. Ts discussed that lead replacement at the time of routine device replacement may be an appropriate time. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.